Event description:
A ventilator was returned to the MFR for svc. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, the lcd display screen was observed to be damaged. The device's lcd display screen was replaced to address the issue.